Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringe the needle was loose. The following information was provided by the initial reporter. The customer stated: "the connection between bd's syringe and the needle (manufacturer unknown) is loose and the needle doesn't fit the syringe hub."